Manufacturer narrative:
A used sample was returned to the manufacturer on 20-august-2019 for investigation. The one (1) (second) used 011-am3106 device was received with one of the nanoclaves snapped off (separated) from the manifold. The nanoclave was returned. The snapped off (separated) bonded connection was examined under a microscope and found that the nanoclave was broken off from the manifold. There was broken plastic from the components at the broken bonded connection. There is sufficient adhesive present at the broken connection. The broken connection would cause a leakage. The reported product problem for broken nanoclave and leakage was confirmed on the second returned used 011-am3106 device. However the testing of the other two nanoclave bonded connections which met specification the breakage looked very similar to the returned broken connection. There was sufficient adhesive present on all bonded connections. The probable cause for the breakage was therefore due to an unintentional force applied to the nanoclave bonded connection during use. A DHR lot# 3826149 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a customer report of a broken port on the nanoclave of the extension set. The nurse noted blood reflux to the central line and a leak of infusion drugs on the floor from a newborn female patient that weighs (B)(6) kg. It was also stated that 10 cm of air started to enter into the end of the system. The device was replaced with no further issues. There was no patient harm as a result of the event.